Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews. (B)(4). The device was not returned.

Event description:
It was reported that the foley balloon would not fully deflate. The nursing staff was allegedly only able to remove 8.5 ml of saline from the balloon prior to removing the catheter. The foley was reportedly removed with some resistance and came out with the balloon still inflated.